Manufacturer narrative:
Device 1 of 1. Common device name: cure ultra® ready-to-use catheter for women based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The product end user is an adult female with urinary retention who started performing intermittent urinary self-catheterization 3-4xday approximately a month ago due to prolapsed uterus and "bowel" issues. End user reports "burning and stinging to the urethra during catheterization and for up to 15 minutes afterward then has "discomfort" to the flank and bladder areas". It is unclear if the discomfort is related the catheter or her health issues ie prolapsed uterus. End user feels she follows the recommended protocol for catheterization and feels she empties her bladder completely. She states she has been treated for 3 urinary tract infections over the past month which she wonders if they are related to the catheters. She did a home test which indicated urinary tract infection and then was seen in her local urgent care, a urine culture confirmed urinary tract infection. She was given an antibiotic which was ineffective and then was switched to keflex antibiotic which she completed.